Event description:
It was reported a post market clinical study patient underwent a kyphoplasty procedure on level l12. An asymptomatic cement leak from the inferior endplate of the treated vertebral body was noted. There were no patient complications reported. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up with representative.